Event description:
This console was not on a pt. Customer reported that during routine console checkout, the css console would not pass calibration. A syncardia clinical support rep examined the console and found that the zero setting in the calibration of the flow sensors was above the baseline. He adjusted the zero set point of the transducer, and the console successfully passed the console calibration protocol. This alleged failure mode poses no risk to a pt because it occurred during routing console checkout and was not on a pt. The alleged failure mode is a false alarm and does not affect the functionality of the console. The issue was observed during console checkout and was corrected on site. The css console has alarms to detect this issue if it were to recur. Syncardia has completed its eval of this complaint and is closing this file.